Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received extractor shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows relatively smooth surface without any great abrupt features; however, the breakage is slightly uneven. Absence of plastic deformation indicates that the breakage was instantaneous (brittle fracture) due to high torsional and bending overload. The critical diameter of the drill was observed to be 2.98mm as required against a range of 2.95mm ¿ 3.00mm. Similarly, the average hardness of the drill was observed to be 55.0 hrc as required against a range of 54.0 hrc ¿ 58.0 hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The breakage was caused due to a combination of torsional and bending overload applied on the screwdriver during the surgery. The device was manufactured prior to the CAPA taken to improve the strength of the screwdriver to increase its torque-to-failure (ttf) limit. Thus, no further action is required. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "an asnis micro 2.0 screw was being inserted for an akin osteotomy and the screwdriver tip broke off in the screw. The correct k-wire was inserted, x-ray was taken, depth was measured, cannulated drill was used. The doctor was able to remove the piece of the screwdriver that broke off by pulling the k-wire out."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "an asnis micro 2.0 screw was being inserted for an akin osteotomy and the screwdriver tip broke off in the screw. The correct k-wire was inserted, x-ray was taken, depth was measured, cannulated drill was used. The doctor was able to remove the piece of the screwdriver that broke off by pulling the k-wire out."